Event description:
It was reported that the insulin pump received a failed self test alarm and there were some of these alarms in the alarm history. No further information reported.

Manufacturer narrative:
Insulin pump was received with alarm during self test due to faulty board. Device had scratched lcd window.